Event description:
This device case, reported by a consumer, concerns a pt who experienced high blood sugar levels. The pt was taking human insulin isophane suspension (humulin n) and human regular insulin (humulin r) for diabetes, via a pen injector device (humapen ergo teal-opaque). It is unknown whether pt was a trained user. Duration of use of humapen is unknown. Concomitant medications were not provided. The pt reported that the humapen (ms8335/lot number unknown) which pt uses to administer human insulin isophane suspension, was not giving out proper insulin amounts. The pt's blood sugar levels were so high (their blood sugar levels are usually between 6-9 (mmol/liter)), that pt had to go to the hosp. The pt was in a diabetic coma and stayed in hosp overnight. The pt does not recall what treatment they received in hosp. The pt obtained an upgrade kit (clear cartridge holder) from their pharmacy and replaced the old cartridge holder with the new one. Pt stated everything is working fine and pt is doing fine. They will not be returning the humapen. The pt was not very forthcoming with info. Additional info is expected. Update 10/2001: additional info received from the pt. Updated narrative with info on pt's hosp admittance, pt outcome, device outcome. Added event or "diabetic coma". Events of "high blood sugars" and "diabetic coma" upgraded to serious for hospitalization. Update 2 days later: added manufacturer's preliminary comments.